Manufacturer narrative:
(B) (4). Review of radiographic images reveals loss of mineralization within the vertebral bodies of l5, lateral and posterior, and s1 after a procedure where one transdiscal screw and a right sided peri-facet screw has been placed. Calcification may exit within the l5-s1 disc space, but no new de novo calcification is seen. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. The device was not returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a pt underwent a minimally invasive posterior interbody procedure using rhbmp-2/acs at l5-s1. After one month, the pt began to complain of back pain. Six months post-op, the pt was still reporting pain. And had not regained normal function. CT showed significant endplate changes with calcium loss into the vertebral bodies. Crp and wsr and closed biopsy were all negative for infection.